Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen at an unknown concentration and dose via an implantable pump for intractable spasticity and post spinal cord injury. It was reported on (B)(6) 2017 that the patient had experienced what they thought was intermittent mild withdrawal. The date of the event was reported as (B)(6) 2017. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed included interrogation and side port aspiration done on (B)(6) 2017. It was reported that no alarms were noted and that the catheter appeared to be flowing as it should. It was indicated that no further interventions were done. It was related that they called the representative to see fi the pump was part of the last round of field actions and that the representative then called technical services and it was one of the pumps on the list. It was noted that the pump was already scheduled to be replaced this summer so the hcps made the decision to replace it a few months earlier than planned. The replacement surgery did not occur but was planned and scheduled for (B)(6) 2017. It was indicated that the issue was not resolved at the time of the report. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report of withdrawal). Further information was received from a representative on (B)(6) 2017. It was detailed that they were not sure on the exact date that the patient first started experiencing the intermittent mild withdrawal but it was noted that the patient called their hcp on (B)(6) 2017 and was seen in the clinic that day. They then called the representative following the visit. It was indicated that the pump was replaced yesterday (B)(6) 2017 and that a representative would be returning the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-jun-02. It was reported that the pump was boxed and placed in the mail for return that past (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found high battery resistance that resulted in a lab failure. Interrogation of the pump determined it was used to infuse baclofen [1000.0 mcg/ml] at 172.2 mcg/day. Conclusion code (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.